Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/16/2024. An investigation was conducted on 05/29/2024. Signs of clinical use and evidence of blood was observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. The heater wire was observed to be flexed and bent away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000379603 history record review was completed. There was a ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure in the harvesting phase, vasoview hemopro 2 electrical wires were separated from the insulation of the jaws. It was confirmed that the proper tool insertion protocol was observed and the hemopro tool showed no signs of damage during the first several branch division attempts; the tool was removed. A new device was used to complete the procedure. There was a short procedural delay. There were no adverse patient effects.